Manufacturer narrative:
The field service engineer determined there was a fluidic failure of the rinse tubing. The tubing was replaced. The customer ran calibration and controls; results met the customer's specifications. Upon review of the alarm trace, an abnormal probe aspiration alarm occurred on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. They observed many delta check failures on other patient samples. The initial values for the complained samples were reported outside of the laboratory. The sample were repeated on another c 501 analyzer and these results were believed to be correct as they matched the patients' previous values. The first sample initially resulted with an na value of 133 mmol/l, which repeated as 142 mmol/l. The second sample initially resulted with an na value of 129 mmol/l, which repeated as 137 mmol/l. The na electrode lot number was w2539. The electrode expiration date was requested, but not provided.